Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report 1627487-2021-14298. It was reported the patient underwent replacement of the drg system leads due to migration. Both of the patient's leads were replaced and the issue addressed.